Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coil intervention procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reported, a portion of the posterior foot of the prostyle device was noted to be separated during evaluation of the returned device. The separated portion of the foot was not returned. The location of the detached portion of the foot is unknown; however, it was noted to be missing upon removal of the device. It was confirmed that the separated portion of the prostyle foot does not remain in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported foot separation was confirmed. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues and subsequent treatment appears to be related to circumstances of the procedure. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the reported needle to cuff miss. The deflected needle likely struck the foot plate separating the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.